Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure for normal battery depletion (nbd), this right atrial (ra) lead was surgically abandoned and replaced due to undersensing and loss of capture (loc). No additional adverse patient effects were reported.